Event description:
It was reported the lead demonstrated high capture threshold measurements and had signs of exit block with the septal placement of the lead in the ventricle. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the distal segment of the lead was returned and analyzed. No anomalies were found. The proximal conductor was stretched and had blood/body fluid (not obstructed). There was blood in/on the helix/lobe mechanism. Visual analysis revealed there was apparent explant damage to the lead.